Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during the system replacement procedure while using the bovie electrocautery tool, the bovie induced noise which triggered ventricular fibrillation. The patient was externally defibrillated and all of the patient's vitals were immediately back to baseline following the shock. The system was replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.